Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, attenuation within the left atrial appendage was noted to suggest leakage of contrast and incomplete occlusion of the laa. A 4mm peri-device leak was seen about the inferoposterior wall. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as the year of the comment as the date of the event is unknown. D6a: implant date - estimated as the year of the comment as the date of the implant procedure is unknown.